Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack and water got in to it. No harm requiring medical intervention was reported. The insulin pump returned for analysis.